Manufacturer narrative:
Tandem's t:slim user guide states: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 360 mg/dl. Reportedly, the user disconnected the luer lock connection for approximately 2 hours, reconnected the luer lock connection, and did not prime the tubing to remove the air. The user changed the supplies and resumed insulin delivery. The user addressed bg level with a bolus via the pump.